Event description:
It was reported during a device change out for normal eri, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. The patient will continue to be monitored. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.